Event description:
It was reported that a malfunction occurred on the pump during an update. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.